Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter was defective and the needle would not retract. The following information was provided by the initial reporter: difficulty placing a catheter related to resistance at the spring and needle forcing the handler to use unusual force to retract the needle. Current patient status: no clinical consequences as catheter not placed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples submitted for evaluation. Your report that the needle would not retract and difficulty placing the catheter could not be confirmed from the three representative 20ga insyte autoguard units that were received in sealed unit packaging from lot #2165893. A functional test revealed no damage on the returned samples and the needles fully retracted. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter was defectived and the needle would not retract. The following information was provided by the initial reporter: difficulty placing a catheter related to resistance at the spring and needle forcing the handler to use unusual force to retract the needle. Current patient status: no clinical consequences as catheter not placed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.